Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had no telemetry with recharging. The patient stated that their implant is not charging. They noted that they went to their orthopedic surgeon¿s office and tried checking the device, but was unable to get it to recharge. The patient indicated that they last successfully recharged their device in 2013. The patient explained that in 2013, they had a near fatal surgery which nearly cost them their life. They stated that the surgery was done to fix and adjust their lead, because they found out it had migrated in 2012. The patient mentioned that their device had never worked correctly since then. They stated that their lead revision damaged their nerve, so they never got used to the device again, because they couldn't even feel where the implant had been placed. The patient indicated that their left knee was paralyzed, and they didn't have use of their legs, therefore, they weren't able to use the device any longer because they couldn't feel anything. The patient stated that their nerve is starting to rejuvenate after 4 years, and they are wanting to use the device again. The patient was to follow-up with their healthcare provider to have their device checked. No further complications were reported. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated that they are waiting to get an appointment with their doctor, in order to have their device reset. The patient added that the inability to recharge their device has not been resolved at this time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient is currently in the hospital due to "contraptual" pain. Patient stated he has pain on top of his right foot like lightning strikes and burning throughout the entire right leg. Patient stated he was admitted into the hospital last night and they are doing a myelogram tomorrow from c9 or c10 down to lumbar section. Patient stated his device is currently in "sleep mode" and would like to see if he can speak to a manufacturing representative (rep) to assist with this. No further complications were reported. No additional patient symptoms were reported.